Event description:
Clinical study. Same case as MFR # 6000089-2004-01094, 01096, 01097. Five months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the left anterior descending (lad) artery and the right coronary artery (rca). Additional information has been requested.

Event description:
It was further reported that the pt was enrolled in the program in 2004. Target lesion 1 was identified in the proximal lad with 95% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with 3 overlapping taxus stents (all 3 were 3.0 x 12 mm). Residual stenosis was 0%. Target lesion 2 was identified in the proximal rca with 85% stenosis and a 2.75 mm reference vessel diameter. Target lesion 2 was treated with placement of a 2.75 x 16 mm taxus stent. Residual stenosis was 0%. There were no reported complications and the pt was discharged the next day. Per the history and physical dated five months later, the pt was hospitalized a few days prior with unstable angina. It states the pt's cardiac isoenzymes were within normal limits and pt was discharged the the same month for further evaluation. The pt was readmitted on the same day for cardiac catheterization, which revealed: lvef 60% lmca - normal, lad (target vessel) - no residual disease in previously stented segment; 90% mid stenosis, just distal to the previously stented segment, lcx - normal, rca (target vessel) - no significant residual disease in previously placed stent. On the same day, the 90% stenosis in the mid lad was treated with placement of a 2.75 x 20 mm taxus stent. There were no reported complications and the pt was discharged the next day. In the opinion of the physician the relationship of the event to the taxus stent is "not related."